Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The cannula of the trocar was damaged by laparoscopic instruments during the operation. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r92791, r92681, r9227v. The analysis results found that the b12lt device was received with the tip of the sleeve melted. In addition, only the sleeve and the tyvek were returned along with the instrument. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.